Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. According to the clinical, two hours after beginning impella rp support, frequent suction and placement signal not reliable alarms were recorded. No attempts were made to resolve the issue and the patient remained on support for another five days until the pump was removed. No product was returned for a visual inspection. Data log analysis confirmed the presence of suction and placement signal not reliable alarms. The most likely cause of the optical signal issue was patient condition related. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp pump was implanted to support a patient experiencing acute myocardial infarction and cardiogenic shock. During support, the placement signal was lost. Despite this, the patient remained hemodynamically stable and continued to receive effective support from the pump.